Manufacturer narrative:
Result of investigation: the customer complaint cannot be confirmed - endoscope works perfect over hours. Most likely, the connector has not been plugged in complete and came loose over time. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Correction in section h11: result of investigation: the customer complaint cannot be confirmed. The endoscope has been tested with a 200 micron fiber - passes through without any resistance. Most likely, the laser fiber got a damaged cladding during use and/or exchange. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope worked perfectly for 45mins lasering on low power. Then started having multi coloured lines through the picture, then kept losing vision. The surgeon deemed it unsafe to continue so a second scope was opened. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).